Event description:
Reporter states they had an MRI done and their neurostimulator was turned to MRI mode. During the MRI, the neurostimulator turned off MRI mode and the patient suffered a severe burning sensation above his left hip for the duration of the MRI. The device then had to be removed.